Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer ¿got an unexpected bolus¿ delivered to the body when completing the load sequence. The customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer used a novolog pen to try and address the bg. Reportedly, the customer went to the emergency room and was treated with intravenous fluids of saline and insulin to address the bg. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.